Manufacturer narrative:
Visual inspection of the tibial articular surface provisional (tasp) confirms it has fractured cleanly into two fragments and that there are no missing pieces. The central post has fractured from the posterior edge of the notch. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional fractured during removal from the knee joint.